Event description:
It was reported that on (B)(6) 2009 the target lesion of the distal circumflex (cx) artery and the 99% stenosed mid cx with a length of 8 mm was predilatated and treated with placement of a 3.5 x 12 mm study stent with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2012 the subject presented with dyspnea equivalent angina; there was no information related to treatment/resolution. On (B)(6) 2013, 1393 days post index procedure, the subject presented with significant dyspnea on exertion. On (B)(6) 2013 coronary angiography revealed left main normal; left anterior descending normal; circumflex target vessel eccentric 75% proximal stenosis; and right coronary artery normal. On (B)(6) 2013, 1400 days post index procedure, the 75% stenosis noted in the proximal/mid cx was treated with placement of a 3.5 x 12 mm non-abbott drug eluting stent without 0% residual stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There is no indication of a product quality deficiency. There were no reported device malfunction or product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.